Event description:
It was reported that during a super low anterior resection procedure, the firing handle could not be grasped completely as it was too hard. After the firing, the device could not be released even though it was caracoled. Eventually, the housing was removed through the anus by rotating the device forcibly. The washer was uncut and the staples were unformed. Before firing the device, it was confirmed that the orange indicator was within the range of green gap setting scale. As the tissue was damaged and the site was very low, the permanent stoma was created and the case was completed. The doctor had explained the possibility of the permanent stoma before the operation. The doctor commented as follows; the target anastomosis part was too low to see the site. And the anvil part might have not been fit into the instrument body.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.